Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has wire kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. The device returned has the distal section end kinked and the body kinked in the middle of the device. All the outer diameter (ods) and guidewire overall length were taken and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the patient lost vision in one eye. The patient presented for treatment of an aneurism of the left carotid artery. A 300 pt es j choice¿ pt guide wire was advanced and the tip of the guide wire became kinked and damaged while attempting a difficult approach. It is unknown how the procedure was completed. It was indicated by the physician that the loss of vision was due to a clot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost vision in one eye. The patient presented for treatment of an aneurism of the left carotid artery. A 300 pt es j choice¿ pt guide wire was advanced and the tip of the guide wire became kinked and damaged while attempting a difficult approach. It is unknown how the procedure was completed. It was indicated by the physician that the loss of vision was due to a clot.